Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, - 15.50/+4.5/153 (sphere/cylinder/axis) in the patients right eye (od), on (B)(6) 2019. The lens was explanted on (B)(6) 2020 due to excessive vaulting and significant reduction of irido-corneal angles. The lens was exchanged for a shorter lens and the problem was resolved. The patient is doing well and is satisfied.

Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a microcentrifuge vial; dry with residue on product. Visual inspection found no visible damage to lens and residue on lens. Claim# (B)(4).